Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cracked cartridge. No patient harm reported. Additional information received states the cracked cartridge was noticed while the surgeon was injecting the lens but proceeded to with implantation.